Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. The report corresponds to ortho clinical diagnostics inc complaint number (B)(4).

Manufacturer narrative:
The fe arrived on site and investigated the reported issue on the instrument. The fe inspected the instrument and found that the plunger clamp in position 3 required replacement. Plunger clamp was replaced. The fe performed splld checking procedure, boot test, and tested the summit with (B)(4) user software. The instrument was tested without problem. The instrument is now performing as expected.